Event description:
It was reported that the user¿s ilet repeatedly displayed alert code 32 indicating a motor processor communication error despite multiple restarts with sufficient battery, and a replacement device was arranged while return instructions were provided. Symptoms included none, and blood glucose remained in range. Outcomes included no injury, no medical intervention, and no hospitalization. Investigation included remote troubleshooting, verification of device identifiers, shipment tracking, and follow-up to confirm return and replacement delivery. Investigation of this device revealed a persistent delivery motor communication malfunction consistent with an internal component communication failure. It was concluded that the cause was a device malfunction due to an internal communication fault.

Manufacturer narrative:
" The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance."